Manufacturer narrative:
Pr # (B)(4). (B)(6) 2022 writer sent the customer an email acknowledging receipt of the complaint and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. Device is not available and the product code and lot number are unknown. If the device is received a follow up will be sent. Device not available.

Event description:
Per complaint details received: material no: v. Mueller needle holder batch no: unknown. Verbatim: customer explained that a while ago (no timeline given) a v. Mueller needle holder broke off in a patient. It was decided to leave the piece in the patient at that time. The surgeon is with the patient this afternoon and wanted to find out if the instrument piece is MRI compatible. The instrument code and lot number information are not available. (B)(6) 2022 additional information: 1. What was the procedure that was being performed? Left wrist removal of k-wires 2. Did any part the instrument fall into the patient¿s body, and if so how was it retrieved? Yes, three shards of the insert on the needle driver fell into the patient¿s wrist area. Two shards were able to be removed, but the third could not be retrieved without possibly causing harm to the patient. 3. Was there a medical procedure performed to verify if the instrument was in the patient¿s body, such as an x-ray? Yes, the surgeon used fluoroscopy 4. What was the patient¿s outcome? Na 5. Was the procedure completed as planned? All k-wires were removed, last shard of needle driver insert remained in patient. 6. What exactly is broken? The insert of the needle driver came off in three shards. Can you please provide the date of event? (B)(6) 2022 can you please provide the lot number? Do not have can you please provide the product number? Do not have would you be able to provide dob and sex of patient? (B)(6) 76 male would you happen to have photos you can share? Would you happen to have samples to return? If so, please verify shipper address and a fedex label will be created and emailed to you for sample return. None (B)(6) 2022 additional information: I am working on pictures, the doctor saved 42 images. I will try to get them to you by the end of today. We won¿t be able to provide the exact product number as the instrument was not saved unfortunately. I can tell you that it was a gold handled tungsten carbide needle driver. (B)(6) 2022 additional information: pictures of actual product were not received. The sterile processing technician stated that, ¿because I never saw the instrument but know what tray it came out of. I can narrow it down to 2 needle drivers. Its either (B)(4) (crile wood 6") or (B)(4) (mayo hegar 6"). I hope that's helpful. That's really all the info I have.¿ no further information available.